Event description:
Customer reported system is displaying a systems error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended.